Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There was no report of serious or permanent patient harm or injury. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information has been added that the patient alleged nasal congestion, sinus issues, treated with nasal spray and chronic sinusitis. The patient has a medical history of congestive heart failure and has pacemaker since 20years. There was no report of serious or permanent patient harm or injury. Patient outcome code grid has been updated with additional information.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There was no report of serious or permanent patient harm or injury. Medical intervention was not specified. New information has been added that the patient alleged nasal congestion, sinus issues, treated with nasal spray and chronic sinusitis. The patient has a medical history of congestive heart failure and has pacemaker since 20years. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. There was 26 error codes found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected and during the evaluation secondary findings was observed. Section-h has been updated.